Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 5.0x220x150 sterling¿ balloon catheter was then selected and advanced to dilate the lesion. Upon the first inflation, it was noted that the balloon ruptured at 8 atmospheres. It was also noted that the balloon did not inflate due to a small hole. The device was successfully removed from the patient. The procedure was completed with a 5mmx10cm non bsc balloon catheter. No patient complications were reported and the patient's status was good.